Event description:
Customer reported to covidien sales rep that when sensor was attached to ge solar monitor, it would give low readings. No patient harm reported.

Manufacturer narrative:
Customer returned 5 max-a sensors - 4 sensors were from lot 130090016x, manufacture date 01/2013 and 1 sensor was from lot number 123340064x, manufacture date 12/2012. Customer did not clearly identify the sample that was allegedly providing low readings. Per failure investigations, all 5 samples passed visual, functional and simulation tests.